Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - hanau. It was stated the paint was chipping from suspension arm and spring arm. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
Getinge became aware of an issue with one of surgical lights - hanau. It was stated that the paint was chipping from suspension arm and spring arm. Initially it was decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. During investigation it was concluded that the device is out of order and it is not in the operating room, therefore reported issue is not considered as safety related.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hanau. It was stated the paint was chipping from suspension arm and spring arm. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hanau. It was stated that the paint was chipping from suspension arm and spring arm. Initially it was decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. During investigation it was concluded that the device is out of order and it is not in the operating room, therefore reported issue is not considered as safety related. Getinge became aware of an issue with one of surgical lights - hanau. It was stated that the paint was chipping from suspension arm and spring arm. Initially it was decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. During investigation it was concluded that the device is out of order and it is not in the operating room, therefore reported issue is not considered as safety related. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. There is not enough information to conduct the technical investigation. It is therefore not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.